Manufacturer narrative:
The AED has been received and the data downloaded from the device is not consistent with what the customer initially reported. Additional information has been requested from the customer.

Event description:
Customer reported the AED shocked twice and shocked the person providing care. The date of the event and patient outcome were not provided.

Manufacturer narrative:
Data downloaded from the AED was not consistent with what the customer reported and, although requested, the customer did not provide any additional information about the event or patient outcome and asked for the AED to be repaired. The AED was evaluated to determine if it was functioning correctly prior to being transferred to factory service. The AED successfully passed multiple tests and inspections and no problems related to the reported problem were found. Rescue simulations were performed using a defibrillation analyzer and the AED functioned correctly. The AED functioned as designed during the investigation and the cause of the reported problem could not be determined. The AED was serviced and returned to the customer.

Event description:
Customer reported the AED shocked twice and shocked the person providing care. The date of the event and patient outcome were not provided.